Manufacturer narrative:
D3: updated. H3 and h6 codes: updated. One sample was returned for evaluation. Lot history was reviewed, and no nonconformities were identified that could have contributed to the reported complaint. Visual inspection revealed no physical damage or anomalies. Functional testing showed that while the cuff inflated, it subsequently deflated. The complaint of leakage was confirmed. The probable cause was determined to be a welding error during manufacturing.

Event description:
It was reported that the cuff was leaking slowly. Per reporter, patient had to be reintubated twice within 24 hours due to this issue. Reporter stated that the patient was sedated and did not cause the leaks. Reporter stated that cuff pressure was maintained until the tube was exchanged. No patient harm/adverse event was alleged.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.